Manufacturer narrative:
An additional lot number was reported (lot #m016854). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and was unable to load a cartridge. The user's blood glucose (bg) level was 255 mg/dl. The user addressed the bg level with a manual injection. It was noted that the user reverted to manual injections.